Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1610c124e, serial/lot #: (B)(4), ubd: 08-jul-2020, UDI#: (B)(4); product ID: etlw1620c93e, serial/lot #: (B)(4), ubd: 02-oct-2019, UDI#: (B)(6). Month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted during an endovascular procedure for the treatment of an abdominal aortic aneurysm. It was reported that the endurant stent graft system was explanted on an unknown date nearly two and a half years later due to infection. About a month post this, the patient presented emergently and the aneurysm had ruptured . An aui and cuff were then implanted. There are no allegations against the aui or cuff devices. As per the physician the cause of the event was due to the patient's own anatomy as a result of the infection.  No additional clinical sequelae was provided and the patient will be monitored.